Event description:
It was reported that a revision surgery was necessary after the patient had reported a fall. The initial surgery was completed successfully. However, after the patient fell, an x-ray confirmed the device had become loose from the component piece and needed to be replaced. This device along with an ar-9503s-03 was removed. The case was completed successfully by implanting another of the same device from a different lot in addition to an ar-9503s-06c, lot 2501265902.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Dimensional analysis of returned device confirms device meets print specifications and that critical mating features (morse taper) are within tolerance. Minor scratches and abrasions noted on articulating surface. Grasper marks present on taper are assumed to be from device removal during revision. As the baseplate was not returned for evaluation the condition of the mating surface is unknown. Based on device evaluation, the most likely cause of the event is the patient's fall as was reported. The directions for use lists precautions: "patients with increased risk of fractures due to repeated strain or trauma, or medical conditions that increase the patient's risk for trauma, including falls" this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.